Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting a backup alarm failed error on the v60 ventilator. The device was in clinical use. The device sounded with an alarm and continued operating. There was no report of harm; no therapy delay nor medical intervention resulted. The device was exchanged for another v60 device. The alarm could not be duplicated. Investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and performed periodic maintenance (pm). The reported issue could not be duplicated; no malfunction was found. However, the error code 1104 (backup alarm failed) was confirmed in the device event log. The pse proactively replaced the central processing unit (cpu) printed circuit board assembly (pcba) to prevent a recurrence. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Per engineering report (ER), the issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a secondary alarm failure / ec (error code) 1104 has been analyzed and the results of the testing of this cpu resulted in a no problem found conclusion.